Manufacturer narrative:
Reporting institution name: (B)(4). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported that the battery failed. There was reportedly no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery for which a quote was provided for replacement. The hospital used their back up battery as the equipment was out of warranty and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.